Event description:
The customer alleged to have received a peroxide burn when peel pouch was removed from the chamber. The customer experienced burning and irritation to the right hand and wrist. The contact turned the skin white. The burning lasted two hours and the area was sensitive for three days. The employee was not wearing personal protective equipment (ppe). The vaporizer plate was in place. Asp attempted to follow-up with the customer several times for more information, but the customer did not respond. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Skin contact. Capital equipment, evaluated at customer site. The fse reported the following: the unit needed to be tested to verify proper operation after skin contact with peroxide. The fse performed all required tests for product certification. The fse also performed planned maintenance (pm) 1. An empty test cycle completed, and the fse verified system met specifications. Conclusion: user guide update: based on user reports about contact with residual hydrogen peroxide from instrument pouches and trays of the sterilization and subsequent light colored residue on these devices after sterilization updated user guidance has been issued.